Event description:
It was reported that during preparation for a coronary stenting procedure, stent damage was noted. After unpacking the liberte' monorail stent, they found that the stent was "broken." The procedure was successfully completed with another of the same device. No pt injuries or complications were noted. Pt status is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for top assembly batch #8945800 found that the device met its material, assembly and product specifications.